Event description:
Dr. Prescribed nms for use on lower leg for lower leg atrophy. Pt used device twice on 7/14 and 7/15 1997. Pt experienced swelling of the leg. Pt waited 10 days and then visited dr. Dr hospitalized pt for one week with phlebitis. Dr did not know what caused the phlebitis.